Event description:
The report we received from our affiliate indicated that during an interventional procedure in an artery in the leg, the guidewire stretched and unraveled. There was no separation of the device. It was reported that the lesion was calcified, but "not more than usual". The wire was not pre-shaped prior to use. As per the reporting affiliate, no additional patient or procedural information is available. There was no report of any adverse effects to the patient. The product is said to be available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.